Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced a buried bumper. The peg-j tube was removed, and the patient temporarily has a nr balloon tube to let the inside heal. The balloon tube will be replaced for a normal peg-j tube.